Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering up. The system error was cleared using apvision3 software during the device evaluation performed at zoll. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During the preventative maintenance on july 4, 2024, the returned autopulse platform (sn (B)(6)) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. No patient involvement.